Manufacturer narrative:
After use, the mynxgrip vascular closure device (vcd) failed to close the puncture site. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stop cock open, and the advancer tube was observed to have been deployed on the catheter shaft, covering the balloon proximal tip as received. The sealant, sealant sleeve, syringe and procedure sheath were not returned with the device. The condition of the returned device is like an incomplete removal of the device. However, it is unknown if the device was manipulated. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was manually pulled back and found properly engaged to distal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1830402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product evaluation, procedural/handling factors (such as incomplete removal of the device leading to the sealant becoming dislodged during removal) may have contributed to the issue experienced as evidenced by the advancer tube still being on the catheter shaft. According to the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall and leading to a failure to achieve hemostasis. Neither the phr reviews, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After use, the mynxgrip vascular closure device (vcd) failed to close the puncture site. There was no patient injury.